Event description:
It was reported that a pt underwent a myomectomy procedure in 2008. During the procedure, during cutting and enucleation of the myoma, the tip of the blade was in touch with the external iliac artery. The tip of the blade could not be seen on the monitor because it was in the back of the myoma. The injury to the external iliac artery led to 3600ml of bleeding. Therefore, it required the surgeon to change the procedure to an open abdominal surgery to identify and repair the damaged artery. The pt was given a blood transfusion. The pt was discharged from the hospital eight days after the surgery. The myoma size was 9.7cm x 3.3cm.

Manufacturer narrative:
Conclusion - the device info for use states "to prevent accidental injuries to abdominal wall or similar structures, the tissue to be morcellated should be completely exposed before applying the device". Additional info: the actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot ms0907030 mfg date: 09/01/2007. Lot ms0508002 mfg date: 05/01/2008. Lot ms0808001 mfg date: 08/01/2008. Lot ms0908001 mfg date: 09/01/2008. In addition, a review of the batch mfg records for the possible lot numbers was conducted and the batches met all finished goods release criteria.